Event description:
Using amo complete with soft contact lenses, when I started getting what I thought was pink eye over and over again. Then I thought that I had scratched my cornea, due to the pain, redness, weepiness of my eye, and it felt like I had a piece of glass or dust in my eye. Thought it was my contacts -which are disposable-, and noticed marked difference when discarded old lenses, but problem recurred within just a few days of switching lenses. Frequency: daily. Dates of use: approx ten months between 2006 and 2007.